Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during routine check the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 2 (compression tracking error). The user tried testing the device with two different test mannequins, however they were unsuccessful in clearing the ua 2 error message. There was no patient involved with this event. No further details provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no physical damage was noted. A review of the platform showed numerous user advisory (ua) 02 (compression tracking error) messages on (B)(6) 2015. The archive also shows some kind of object or small manikin was used on the platform and battery s/n: (B)(4) were used during the event. From the beginning of the session the battery voltages were low. No other significant problems found in the archive. During functional testing the platform did not exhibit any user advisory message. The platform was run with lrtf for 15 minutes with no faults found. Additionally, the autopulse passed load cell characterization test; both load cells are within specifications. In summary, the customer's reported complaint of autopulse displaying an error message was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Therefore, the exact root cause for the user advisories could not be determined.